Event description:
During surgery, the reamer came apart while reaming. The lock screw of the reamer tip was left in the patient. No surgical delay.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Follow up correspondence with the rep found there is no product problem. The scrub tech passed the instrument to the surgeon in reverse. The instrument was repaired and is now functional. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.